Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention (pci) the target lesion was moderately calcified. A 2.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, on initial inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. A device was returned but has since been verified it was not the complaint device. Device lot number corrected from 0021383600 to 0020873523. Device expiration date corrected from 11/14/2019 to 03/07/2020. Device manufactured date corrected from 11/14/2017 to 07/13/2017.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention (pci) the target lesion was moderately calcified. A 2.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, on initial inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.